Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. However, unit passed the displacement test and bolus delivery. No motor error alarms noted, motor passed the motor encoder test. Unit was received with cracked reservoir tube, battery tube threads, scratched display window and missing end cap sticker.

Event description:
Customer reported that he had low blood glucose of 76 mg/dl and the insulin pump was not working correctly. Customer stated that her insulin pump was alarming motor error during the priming process. Nothing further was reported.